Event description:
Reportedly, because muscle twitching was observed one day post implant (on (B)(6) 2012), the left ventricular pulse width was decreased to 0.25ms. High rv coil impedance was also measured above 3 000 ohm several times. On (B)(6) 2012, an induction was started; however, the induction shock at 1j was not delivered. Since connection failure or lead failure was suspected, a re-intervention is scheduled on (B)(6) 2012.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.